Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications . What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? The initial approach for the index surgical procedure? Were there any intra-operative complications? What medical intervention was given for the pain management? Results? Date and results of mesh excision? What is the patient's current status? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a sling procedure in 2014. The patient is not able to have intercourse because of vaginal pain related to the mesh. The patient has no evidence of mesh extrusion. That patient had maximal excision of mesh on an unknown date. That patient had no improvement to incontinence. Additional information has been requested.